Manufacturer narrative:
(B)(4).

Event description:
It was reported to a company representative by a patient's neurologist that a vns patient who was recently implanted had her lead and generator explanted on (B)(6) 2016 due to infection at the generator site. He said that it is believed that she was picking at the site and she drools. It also was noted that the mom took off the bandage before she was supposed to, which contributed to the infection. Review of the manufacturing records show the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.